Event description:
The doctor indicated that the abutment screw fractured and the threaded portion could not be retrieved necessitating the removal of the implant.

Manufacturer narrative:
Upon visual inspection the complaint is confirmed. There is no evidence to suggest a manufacturing or material deviation would contribute to the reported event. No definitive root cause can be determined.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.